Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and off no power. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by an off no power alarm after rewind. The customer stated that the drive support cap was normal. Customer also reported that the insulin pump alarmed off no power without the low battery alert warning. The customer was advised to monitor. The insulin pump is not expected to return for analysis.